Event description:
On (B)(6) 2006, the pt had an ams monarc sling implanted to treat "symptomatic urinary incontinence." It was reported that the pt is now "in constant pain, experiences bleeding, protrusion of components of the monarc system, numbness, is unable to engage in activities that she engaged in prior to her surgeries, and has trouble with daily activities." It was also stated that the pt has "partial disability."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.